Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement. Reprogramming occurred and the ra lead was revised. The ra lead remains in use. No patient complications have been reported as a result of this event.